Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine and bupivacaine via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that "6 months ago" (B)(6) 2020) she woke from implant surgery with terrible burning nerve pain in her feet and legs and it has gotten worse and worse and the patient is in more pain than ever. She has never been in this type of pain. She followed up with the surgeon 2 times and he would not address it and told her it was normal and that she probably had issues with the other pump. Her managing physician told her she should not be in any pain. She feels like there is a lump in her back on her spine and it "feels like I am laying on a rock" and the pain is radiating from that lump in the spine around to the abdomen and causes abdominal spasms, and the feet and legs feel like they are on fire and states "it is god awful pain." They did an MRI a couple of months ago but they didn't find anything wrong with the spine or lump on her back. She was supposed to see the doctor yesterday but because she is in the hospital (unrelated to device/therapy) she was not able to make the appointment. On sunday (B)(6) 2021 she had a fainting spell and passed out and had to go to the hospital and reported the fainting was due to her heart. The patient wants to know what happened at the surgery to cause her all this pain. The patient was redirected to their healthcare provider to further address the issue.